Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. X-ray inspection did not identify any abnormalities either. Detailed analysis found the device was pacing and sensing; however, memory could not be extracted from the device. Next, the device case was opened. No foreign material was present within the device case. Microscopic inspection of the internal components noted no abnormalities. The supply voltage for the telemetry block measured normally. All reference and supply voltages were found to be normal. The battery cell was removed and replaced with an external power supply. During this time, power to the internal circuitry was momentarily interrupted and the device began to pace in reset-vvi mode. Still, telemetry could not be performed. A telemetry signal was verified to be present. The internal circuitry was subjected to varying temperatures and telemetry could not be established. There was no fluctuation of current drain noted during analysis. Ultimately, analysis discovered an issue with the mixed mode integrated circuit inside the ball grid array package; however, additional detailed analysis is unable to be performed so the underlying cause of the performance issue cannot be confirmed.

Event description:
Boston scientific received information that during a follow up visit, difficulty establishing telemetry of this device was encountered. Attempts with two different programmers revealed the same issue and despite numerous attempts and different patient locations, no telemetry could be established. A decision was made to replace this device. A replacement procedure was performed. This device was removed and replaced. Post replacement, telemetry was established with the replacement device with seconds. This device will be returned for analysis. No adverse patient effects were reported.